Event description:
It was reported that a double beep with cassette was experienced.

Manufacturer narrative:
B5: additional information received on 11-jul-2022 via email and attached to complaint object: these issues occurred during testing and the date is unknown.

Manufacturer narrative:
Other, other text: no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Customer problem was not duplicated during investigation. Found no disposable messages in the event history log that causes double beep - cassette attached. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue:replace downstream sensor.